Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left knee revision due to pain, synovitis, effusion, and tibial tray mispositioning and loosening at the cement to implant interface. The surgeon reporting the removal of scar tissue. The femoral and patellar components were retained. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2016; dor: (B)(6) 2019; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> a device history record (DHR) review was conducted previously on legacy complaint (B)(4). Two unrelated non conformances on this batch. Micro and sterility tests passed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.